Event description:
A report was received from health canada's canada vigilance program which states, "acuity ill patient transferred from ICU for emergency surgery. Patient was on high level of cardiovascular and ventilatory support. Arrived in the operating room, moved patient to table and pump tree containing all alaris pumps was connected to mains power. Proceeded to connect monitors and troubleshoot difficult ventilation. Alaris pump alarmed system failure" - pumps were unresponsive and all infusions were stopped necessitating switching out to new pumps- both alaris brains had 4 channels of drugs running. While these corrective measure were being performed, the anesthesia physician had to bolus vasopressors to maintain the patients blood pressure." Although requested devices were not be returned for investigation. Customer biomed completed preventative maintenance procedure with no faults found and returned to service.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a,g,b,c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump alarmed system error was confirmed through a review of the received device logs; however, bd was not provided any devices for further analysis of the issue. ¿ the associated pcu error logs from the suspect pcu s/n: (B)(6) and pcu s/n: (B)(6) showed both infusion systems alarmed with the system malfunction error code 120.4610.0, (a processor charge current is too low for the present charge level setting on the charger chip.). The system error occurred on the date 25mar2024 at the times of 10:43 am and 10:44 am respectively. ¿ the associated pcu battery logs from both pcu devices had recorded an unstable ac power connection with the ac powering off and on between the times of 10:03 am and 10:38 am prior to the system malfunction error code 120.4610.0 event. The cause for the unstable ac power connection was not identified nor was it reported by the facility. ¿ the associated pcu event logs showed the pcu s/n: 15067450 had four attached pump modules infusing and the pcu s/n: 15067668 had two of the four attached pump modules infusing at the time of the system error. Both systems were turned off when the user selected the system off keys following the system error, stopping the infusions. ¿ both pcus were powered on a couple of more times after the initial system error event with the same error code 120.4610.0 occurring after each power on event. ¿ it was reported by the facility that the biomed investigation determined there was no existing malfunction with either of the two alaris infusion systems and that the cause for the error code event was associated with the hospital¿s ac power having an intermittent issue. ¿ it was reported by the facility that the biomed performed preventative maintenance (pm) on the devices and found no faults. The devices were placed back in service by the facility with bd not having received any further complaints of the devices having a reoccurrence of error code 120.4610.0 root cause: the probable cause for the reported issue that the pump alarmed system error is attributed to an unstable ac power source that caused the alaris system malfunction error code 120.4610 to occur with two different alaris systems while infusing on the same patient. The root cause for the unstable ac power source was not able to be identified from the log review only investigation. The facility response for requested clarification on the report that the biomed investigation identified the issue was an intermittent power issue and not a pump issue was the ¿hospital¿s intermittent ac power issue and not a power outage or generator power switch over¿.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "acuity ill patient transferred from ICU for emergency surgery. Patient was on high level of cardiovascular and ventilatory support. Arrived in the operating room, moved patient to table and pump tree containing all alaris pumps was connected to mains power. Proceeded to connect monitors and troubleshoot difficult ventilation. Alaris pump alarmed system failure" - pumps were unresponsive and all infusions were stopped necessitating switching out to new pumps- both alaris brains had 4 channels of drugs running. While these corrective measure were being performed, the anesthesia physician had to bolus vasopressors to maintain the patients blood pressure." Although requested devices were not be returned for investigation. Customer biomed completed preventative maintenance procedure with no faults found and returned to service.

Event description:
A report was received from health canada's canada vigilance program which states, "acuity ill patient transferred from ICU for emergency surgery. Patient was on high level of cardiovascular and ventilatory support. Arrived in the operating room, moved patient to table and pump tree containing all alaris pumps was connected to mains power. Proceeded to connect monitors and troubleshoot difficult ventilation. Alaris pump alarmed system failure" - pumps were unresponsive and all infusions were stopped necessitating switching out to new pumps- both alaris brains had 4 channels of drugs running. While these corrective measure were being performed, the anesthesia physician had to bolus vasopressors to maintain the patients blood pressure." Although requested devices were not be returned for investigation. Customer biomed completed preventative maintenance procedure with no faults found and returned to service.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)#